Manufacturer narrative:
3m made unsuccessful attempts to obtain additional information for this report. Although medical intervention was not specified, an MDR report was submitted based on the photo of the skin injury provided with the initial report. End of report.

Event description:
A hospital employee reported a patient experienced a skin injury when a 2045 3m¿ steri-drape¿ 2 incise drape was removed following a laparotomy procedure.